Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5024m-58 lead, (B)(6) 1998. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis with vegetation on the valves. The patient received antibiotics and transesophageal echocardiography (tee) showed resolution of the vegetation. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.